Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump over-delivered insulin. The blood glucose reading is 55 mg/dl. Customer treated with food. Customer uses the infusion sets four to five days; advised customer that infusion sets are to be used for two to three days. The blood glucose reading is 53 mg/dl. Nothing further reported.